Manufacturer narrative:
(B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt conducted a visual and functional evaluation of the actual device, as well as a device history review, and no anomalies were observed. It is not believed that this reported incident resulted from a manufacturing defect. (B)(4).

Event description:
Amt mini one button placed on earlier this month and then the balloon burst four days later. Patient had to return to the ed for a new button placement. We had 3 events like this last august with this type of gtube button.